Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the light on the right end of the positioning sensor unit (psu) indicator flashed orange and the device was not recognized. There was no patient involved. Additional information received from a manufacturer representative clarified the psu did not recognize the camera. The psu could not be used and required replacement. Replacing the psu resolved the reported issue.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9733437, serial/lot #: p705406, ubd: (B)(6) 2050, UDI#: (B)(4). System service was performed in the field and the position sensor unit (psu) was replaced. The system then passed the system checkout and was found to be fully functional. Hardware analysis confirmed the reported issue. The returned psu powered up with an amber fault light illuminated. Review of the event logs revealed entries for low battery voltage dating back to (B)(6) 2021.